Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and non-malignant pain. Beginning a few weeks ago the ins discharged quicker, the stimulation is much stronger, and there is heat in the pocket. The rep was not with the patient. However, a few weeks ago the patient reported a rapid discharge from full to 50%, heat in the pocket, and substantial increase in stimulation sensation. The ins does recharger past 50% now. The rep was not sure why it took the patient so long to contact them. The rep would meet with the patient in the next few days or early next week depending on schedules. The change in stimulation was noted to be sudden. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), product type lead product ID 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the physician wasn't sure of the cause of the high impedances and lead migration. The physician reported that sometimes patients have unrelated fluid increases/decreases in the spine that could change impedances over time. The patient was told to turn off their stimulator for a period of time to determine if the swelling dies down. The representative reported that the patient was reprogrammed to better address their pain. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The patient is meeting them next week to troubleshoot and the rep will know more once a day/time is scheduled based off the patient¿s availability. Additional information was received from the respond (B)(6) 2018. The rep was with the patient during the report. The rep ran impedances at 0.7 volts and the values were between 2700 and 4100 ohms. The values were between 2600 and 3900 ohms at 3.0 ohms. The rep stated that during the impedance test the patient was feeling stimulation all the way up into their pectoral muscles. Therapy impedances were as follows: a 1122 ohms current 4.769 ma and b 1613 ohms current 4.301 ma. The clinical programmer showed that the typical coupling was 8 bars and the recharging session was as follows: (B)(6) 2018 duration 0.4 hours percent charge at end of session 75%, (B)(6) 2018 duration 1.2 hours percent charge at end of session 75%, (B)(6) 2018 duration 1 hours percent charge at end of session 75%, (B)(6) 2018 duration 0.4 hours percent charge at end of session 50%, (B)(6) 2018 duration 0.4 hours percent charge at end of session 50%, and (B)(6) 2018 duration 0.6 hours percent charge at end of session 75%. The rep would test impedances with the patient and review the possibility of an x-ray with the healthcare professional (hcp). The data file was sent to technical services. Technical services did not find anything unusual. There were not any power on resets (pors) between (B)(6) 2017 to (B)(6) 2018. The stimulation was on for 100% of the time from (B)(6) 2017 to (B)(6) 2018 then the stimulation was turned off using the patient programmer. The charging data is all normal. Technical services reviewed alternative causes for the patient¿s issues. Additional information was received from the rep on (B)(6) 2018. The rep stated that they met the patient at the hcp¿s office on (B)(6) 2018. They ran an impedance check on the leads and all contacts were between 2800 and 4400. They typically don't implant a device with impedances over 1100-1200. The patient had some mild swelling at the battery location with interstitial fluid. The nurse did an x-ray to determine if there were any obvious changes to the lead or implantable neurostimulator (ins). The leads had migrated slightly but were otherwise fine. The ins looked fine as well. Analysis of the data file confirmed impedances were higher but there were not ¿events¿ in the logs that showed any indication of the ins being damaged/faulty. The cause of the heat at the pocket remains unknown. The nurse related it to the increased fluids in the battery site and an increase in impedances to the leads. The nurse and technical services both concluded that if the impedances rose that the patient would likely have a change in stimulation sensation. The rep informed the patient on (B)(6) 2018 that the lead impedances were higher but the system was fully functional. This information was confirmed with the physician. No further complications were reported/are anticipated.